Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the bag overfilled, but may be a pump issue. Pump not identified so htm unable to validate error. No adverse consequences to the patient were reported.

Manufacturer narrative:
Correction: this file is no longer reportable. There has been no report of death, serious injury or delay in treatment/therapy that contributed to or resulted in an adverse patient impact related to this event.

Event description:
It was reported from the c7 ccbd unit that the methotrexate IV bag overfilled, but may be a pump issue. Pump not identified so htm unable to validate error. No adverse consequences to the patient were reported.